Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of -9.5/1.5/048 (sphere/cylinder/axis) was implanted as a replacement into the patient's left eye (os) on (B)(6) 2024, due to low vault with no rotation. Corneal edema was observed. Oct anterior chamber was performed.